Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the pump supplies to address the issue. Additionally, the customer experienced low blood glucose level of 51mg/dl, cause was unknown. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.